Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/24/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that calibrations were entered during periods when no values were present. No additional event or patient information is available. The receiver data log was reviewed on 12/06/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Also: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.